Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. B01, c19, d14 are applicable to the system checkout. The exports/logs were returned for clinical analysis. The analysis concluded that there was a clear shift between x-ray and CT images could be observed the CT-fluoro matching of the vertebrae showed that l4-l5 interbody was mistakenly confirmed as l4 lower endplate, and therefore passing as an acceptable registration. The root cause of the reported deviations was due to a false-positive registration, resulting in inferior deviations of both left and right l4-trajectories. B01, c13, d11 are applicable to the clinical analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there were deviations during a l4-l5 mis fusion case. The patient had pre-existing hardware at l5-s1. The surgical system was mounted to the patient using a schanz screw placed in the psis. Both l4 screws were deviated inferior by 2-3 mm. The registration for l4 gave a yellow value, but the surgeon verified the merge. L5 had a green value during one dot registration. A second registration was done, but the result was the same. The surgeon decided to switch to a scan <(>&<)> plan workflow and complete the procedure. The cause was not determined. There was no patient harm and the procedure was delayed less than an hour.